Manufacturer narrative:
Document review: versafitcup dm acetabular shell code (B)(4), lot 122511 (30 items produced, 23 implanted up to now). Double mobility highcross pe liner code (B)(4) / lot 123613 (49 items produced, 37 implanted up to now). Mectacer ceramic ball head (B)(4), lot 120443. ((B)(4) 150 items produced, 132 implanted up to now). All parameters of the three lots were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycles were run according to specifications and no alarm or deviation occurred during operations. The sterilization cycles were performed according to specifications valid at the time of production. From the data collected, there are no evidences that the infection is device related.

Event description:
Please refer importer report # (B)(4).